Event description:
It was reported that sometime post a catheter placement, the catheter allegedly separated and had broken in exposing the inner catheter layer. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation and two electronic photos were provided for review. The photo shows a dual lumen powerline. Material scratches were noted on the hub of both the purple and the red luer and a crack was noted on the red luer. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post a catheter placement, the catheter allegedly separated and had broken in exposing the inner catheter layer. There was no reported patient injury.